Manufacturer narrative:
On (B)(6)2022 and (B)(6)2022, qc was within range. The alarm trace showed 10 abnormal aspiration alarms and 1 sample short alarm between (B)(6)2022 and (B)(6)2022. The alarms observed are consistent with a pre-analytical issue at the customer's site. Based on calibration and qc data, a general reagent issue could be excluded. The root cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total iii assay results from 3 patients on a cobas 6000 e 601 module. For patient ID (B)(6), the initial vitamin d result was 120 ng/ml with flag. The repeat result was 60.79 ng/ml. The sample was repeated a second time the next day and the result was 54.09 ng/ml. The second repeat result was reported outside of the laboratory. For patient ID (B)(6), the initial vitamin d result was 120 ng/ml with flag. The repeat result was 32.18 ng/ml. The sample was repeated a second time the next day and the result was 23.50 ng/ml. The second repeat result was reported outside of the laboratory. On (B)(6)2022, patient ID (B)(6) had an initial vitamin d result of 120 ng/ml with flag. The repeat result was 27.43 ng/ml. It is unknown if either result was reported outside of the laboratory. The vitamin d reagent lot is 63009801 and the expiration date is 28-feb-2023.